Manufacturer narrative:
One device was received for investigation. Visual inspection of the returned device revealed extreme yellowing of the silicone connector and neck flange components. No other observations were identified. A simple flextend device has a wire reinforced shaft on the portion that extends outside the body and a non-wired shaft on the portion that is inserted into the trachea. This device does have a curve, but the device that was returned and ordered by the complainant is manufactured with a straight shaft. The investigation did not confirm a manufacturing defect with the returned device. No corrective actions are planned at this time. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tracheostomy tube had become faulty after one use. Tube was placed into patients airway at home. Patient was found to be desaturating and unsettled for the next few days after tube change. Troubleshooted and decided to change the tube as a "just in case". When tube was removed, customer found "the internal staff to be completely straight with no angle to it". They replaced the tube with another new tube. Event has patient involvement. Effects to patient: patient was unsettled a few days. Patient has pre-existing conditions: myotubular myopathy and tracheostomy long term ventilated.